Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that they requested a warranty replacement request. A new mobile power unit (mpu) was sent out. The mpu passed self test but failed when the patient hooked it up to system. The maintenance alarm went off while hooked up. The patient had an old power module that was hooked up to at night and had no trouble with that. The site considered the system was faulty. The patient needed a new mpu to be sent out to them.